Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective or a defect of the onyx during use, but rather procedure related and post procedure events and their causes were unknown. The lot history record review was not possible since the lot number was not reported. Note: as noted in the onyx instruction for use (IFU): "premature solidification of onyx may occur if micro catheter luer contacts saline, blood or contrast of any amount. Use only thumb pressure to inject the recommended rate of 0.16 ml/min. Do not exceed 0.3 ml/min injection rate. (B)(4). Information received from the same article as MFR: 2029214-2015-00882.

Event description:
The following report was received by medtronic (covidien): it was reported that after 0.5 ml of onyx was injected for treatment of an arteriovenous malformation (avm) of the left posterior cerebral artery (pca), onyx was seen leaking from microcatheter at around 10 mm from the tip of the ultraflow. It was noted that the catheter was kinked, due to a tortuous and difficult anatomy. The injection was continuous. There was a very small amount of onyx reflux, about 2 mm from the tip. The injection rate was reported as 1 ml. There was no friction or difficulty during injection. There were concerns with the position of the ultraflow and it was removed from the nidus of the avm. The patient woke up after the procedure with a hemianopsia, condition causing a loss of perception in half of the visual field, half-blindness (also hemianopia). No medical intervention was required.